Manufacturer narrative:
The suspect vertek arm was returned for further analysis. As reported, the vertek arm was found to be slightly loose having failed the force test at 11 lbs, should be at least 14 lbs. Complaint confirmed.

Event description:
A medtronic representative reported a vertek arm that remains loose when tightened and is cannot be locked down properly. This was not discovered during a surgery, the device is not in use. There was no patient present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement vertek arm shipped to site. Suspect device has not been returned to manufacturer for further evaluation.